Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this investigation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, multiple types of organ failure, stroke, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Labs and computed tomography (CT) scans were performed. The patient was incapacitated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that pre-left ventricular assist device (lvad) implant, while placing the bypass cannula femorally, the guide wire perforated the vessel, and general and vascular surgery scrubbed in. The patient required a right ventricular assist device of unknown manufacturer (rvad) to be implanted. The patient had a complicated course with intraoperative and postoperative bleeding, as well as heart, renal, and respiratory failure, as well as an ischemic stroke, requiring blood transfusions, and the family decided to withdraw lvad support on (B)(6)2025. It is unknown what other symptoms the patient experienced. The pump was decommissioned and had been noted to have functioned as intended. There were no recent changes to the patient condition or anticoagulation status that would have contributed to stroke. The patient passed away due to multi-system organ failure (msof) on (B)(6)2025. The death was not considered to be device related, and the device or therapy was not thought to have contributed to the msof. The device was not explanted, and no autopsy was performed.